Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The patient remains reimplanted. This is the final report.

Manufacturer narrative:
.

Event description:
The patient is reportedly experiencing a sore at the implant site. The patient has ceased device use.